Event description:
Allergan aesthetics received a report of a z920-407 error that occurred 15 minutes into a coolsculpting elite treatment. A patient developed a second-degree cold burn characterized by a blister on the treated area the day after treatment.

Manufacturer narrative:
Corrected data: d1, d8, g1, g2, g4.

Manufacturer narrative:
A technical investigation showed that the system incorrectly reported z 920-407 error during treatment rather than a thermal event warning which displays as z 409-383. Based on the information currently available and technical review, although a non-serious second-degree burn was reported, the display of the wrong error code by the system rather than the correct thermal code, may lead to a serious third-degree burn if the malfunction were to recur. Further investigation is being performed.

Event description:
Allregan aesthetics received a report of a z920-407 error that occurred 15 minutes into a coolsculpting elite treatment. A patient developed a second-degree cold burn characterized by a blister on the treated area the day after treatment.